Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open stapler hemorrhoidectomy procedure, after taking the purse string, the doctor placed the anvil inside and closed the purse string but when the anvil was attached to the stapler, the doctor was unable to do so. The anvil being detached from the stapler even after attaching them. Another stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the anvil noted that the anvil cutting ring showed no traces of knife impression and the ring was received intact. Visual inspection of the instrument noted that the instrument was fully fired. Functionally, the device was subject to an anvil attachment and anvil retention test with acceptable results. Additionally, the instrument opened and closed without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of intact cutting ring that has no relationship to the reported condition. Replication of the intact cutting ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.